Event description:
The customer reported that the battery would not charge. The customer reported the device was not in use on a pt therefore there was no pt involvement or harm. As the device was out of warranty, the customer contacted manufacturers product support (pse) or assistance. The pse advised the customer to replace the power supply. The customer reported the power supply was replaced to address the reported problem and the device was operational on both ac and backup battery power.

Manufacturer narrative:
Customer replaced the power supply.